Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values. The event occurred the day the sensor had been inserted in the abdomen. The patient lost consciousness sitting in a chair during a meeting for hospital volunteers. She felt warm but experienced no other symptoms prior to passing out. The low alarm was set at 80 mg/dl, and no alarms were heard by others in the room. No cgm value was specified. She was transported within the hospital from the meeting room to the emergency room (ER) department where an IV was started. The bg finger stick (bg fs) value was 55 mg/dl and the cgm value was 96 mg/dl. Other values were bg fs 78 mg/dl, cgm in ¿the 90¿s¿ (mg/dl). The healthcare provider (hcp) determined that the cgm was not reading correctly, and the loss of consciousness was caused by her low bg level and possibly dehydration. The treatment details were unknown because the reporter did not know what medications her mother received in the ER. The patient was monitored for approximately 4 hours and discharged later the same day. The patient had recovered and was in stable condition. After arriving home, the transmitter and sensor were replaced. No data was provided for evaluation. The reported glucose values fall within the c and a zone of the parkes error grid. Product was provided for investigation. The product was not evaluated because the sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.